Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an unintended disconnection of a custom IV set at the stopcock during an infusion of an unspecified fluid or medication. There is no report of patient harm.

Manufacturer narrative:
Correction to initial reporter address.